Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, there was a very loud noise coming from centrifugal pump. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.